Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the reported medical event is unknown. Event date entered in is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1262927) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving an unspecified reading on his adc blood glucose meter that he perceived to be erratic and stated "because of the meter not working properly, it gave him a wrong result that led to him passing out". Medical survey was not completed due to the customer refusing to troubleshoot. Although customer service made several attempts to contact customer in order to obtain additional information, these efforts proved to be unsuccessful. There was no report of death or permanent injury associated with this event.